Event description:
After 4 years of cochlear implant use, this pt reportedly could not detect sounds during a follow-up programming session. Using the appropriate diagnostic equipment it was determined that the device was not functioning according to manufacturer's specifications. Explantation and reimplantation surgery took place in 2005.